Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for investigation. The investigation confirmed that the ptfe pad of the subject device was worn away, and separated. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. Based on the investigation of the subject device, omsc concluded that the ptfe pad of the subject device was worn and separated, because the doctor activated output in seal and cut mode w/o grasping anything. This report is being submitted as a medical device report in an abundance of caution.

Event description:
It was informed that the ptfe pad of the subject device was separated. Details of the procedure are unclear. The doctor completed the procedure with another device. There was no patient injury regarding this report.